Manufacturer narrative:
The pump had unresponsive esc and act buttons due to a flattened button dome switch. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the unresponsive buttons. No unlocked lcd keypad connector noted. The pump also had a bleeding lcd glass, minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4) .

Event description:
Customer's sister reported via phone call that the insulin pump was in spanish. Customer's sister reported the keypad was not responsive. Customer's blood glucose was 60 mg/dl, customer treated her low blood glucose with glucagon gel. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.